Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming transducer fault. The transducer calibration was performed but the issue was not corrected. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the main printed circuit board was evaluated and the reported issue was reproduced and isolated to a faulty transducer.